Event description:
It was reported that customer experienced high blood glucose level and unspecified ketone levels. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The cause of the high blood glucose level was unknown. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin and was released from the ER on the same day with the issue resolved. Tandem technical support performed a pump system check and verified the pump functioned as intended.